Manufacturer narrative:
Device evaluation: one cadd administration sets - flow stop was returned for analysis in used condition. Visual inspection identified a light crack was detected in the top view. During functional testing, a leak was observed fleeing from the connection. The customer reported issue was able to be duplicated. The most probable cause were identified as the product became damaged after it left smiths medical facility. The product was received damaged from the supplier.

Event description:
Information was received that during use of this smiths medical cadd administration sets, fluid leaked was noted. It was reported that the administration sets was used for hydration with tubing connected to an extension sets. According to the reports when the extension sets was connected, fluid leaked out of the needless access connector and around the luer connector of the extension set. However, when the extension set was removed, the fluid leaking stopped. No reported adverse effects.